Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient was in a car accident and (the spot) where the ins sits, was injured. It was hurting a lot and patient thought the ins had moved its position because it was now protruding from her skin. It was making it very hard to lay down or do anything and it was not working. Caller stated they thought they needed to have it taken out. Patient called the pain clinic and they told her that it had to go through the manufacturer first, before they could do anything. The car accident occurred in (B)(6) 2018. An exact date was not provided. Patient was to follow up with hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the patient on (B)(6) 2018. The rep indicated that the patient experienced a motor vehicle accident some time ago and let their ins deplete. After the accident they experienced some discomfort at the battery site. No diagnostics/troubleshooting was performed as the ins was overdischarged. The ins was explanted and replaced. The rep had the ins and would return it for analysis . The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of pli #10 product ID#: 97714 found battery/reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.